Manufacturer narrative:
A united states customer contacted siemens to report that discordant falsely elevated test results were obtained on three patient samples from a dimension vista 500 system. The siemens regional support center (rsc) assisted the customer with cleaning and priming the aliquot probe. The customer ran quality controls materials with acceptable results. The cause of the discordant test results was the need for maintenance of the aliquot probe. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
Discordant falsely elevated calcium (ca), sodium (na) and potassium (k) test results were obtained on three patient samples from a dimension vista 500 system. The initial test results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 system and on the original dimension vista 500 system. The repeat results from the alternate dimension vista 500 system were reported to the physician(s) as the correct test results. The repeats from the original dimension vista 500 system were not reported out. There are no known reports of patient intervention or adverse health consequences due to the event.